Event description:
At about 1 week after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 may 2023. Lot 2246138: 100 items manufactured and released on 24-feb-2023. Expiration date: 2028-02-05. No anomalies found related to the problem. To date, 65 items of the same lot have been sold without any similar reported event during the period of review.